Event description:
Nursing unit and lab reported inaccuracy in the test strips. 'Err' message was appearing in the machines. New lot number prog #2 and exp 9/95 used on same machines. No problem reported.